Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the cutter gear and the bearing collar were worn and replaced to resolve the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device created an incomplete mesh. It is unknown whether the mesher or the cutter or a combination of both that are contributing to an incomplete mesh. This is a living legacy is a cadaver skin bank and as a result no harm or other adverse event was reported.